Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device powered up then shut down. No patient involvement reported.